Event description:
Medtronic received the following information during a conference approximately one month ago. Challenges of a narrow aortic bifurcation include difficult gate cannulation, limb collapse and aortic disruption. Aui endografts with fem-fem bypass were traditionally used in these patients, however, complications included wound infection (11%), graft infection (3%) and 5 year patency of 83%. Experience from 2000-2011 in 112 patients with distal aortic necks <(><<)> 18 mm was presented, including a high number of females. The mean inner distal neck diameter was 14 ± 2 mm; 34 had a diameter <(><<)> 14 mm. Six patients were treated with aui and 106 with a bifurcated graft, using a variety of grafts. Kissing balloon technique was used in almost all, and stents were placed in 21. Early mortality was 0.9% and there were no conversions. Over a follow-up of 32 ± 18 months, 4 limbs developed stenosis or occlusion. The primary patency was 97% at two years, and estimated freedom from re-intervention was 92% at 5 years. Lessons learned include the importance of dilating the gate before advancing the limb, dilating the bifurcation with kissing balloon technique, and use of stenting and brachial access as needed. No further information was provided.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (infection, occlusion, death). Patient's condition affected effectiveness of device (narrow aortic bifurcation). Conclusion: device failure/lack of effectiveness related to patient condition (aortic neck had elongated and dilated).